Event description:
Customer called and stated unit sparked and smoked by the trigger.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as the date of this report.